Event description:
It was reported that the patient thinks she may have an infection at her lead electrode site. The patient was advised to call the surgeon to be seen. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.